Event description:
Report rec'd from USA, stating that the cutter broke during an operation. No injuries were reported to have occurred, however, it is unknown if medical intervention occurred. There was no add'l info provided.

Manufacturer narrative:
The device was rec'd by depuy synthes power tools. The device was evaluated and the reported condition of "broken cutter" could be confirmed. During service, it was determined that the cutter came into contact with the dura guard during use. This happens when excessive force is applied and the cutter deflects to the point where contact is made between the dura guard and the cutter. If add'l info becomes available, a supplemental report will be submitted. (B)(4).